Event description:
It is reported the pt was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. Immediate post operative x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info; however, no info has been received to date. Pt factors that may affect the performance of the components such as height/weight, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. The constrained liner/ring and femoral head were returned with damage that most likely occurred during explanting. Review of the liner's device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.